Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced low voltage and power cable disconnect alarms while supported by the mobile power unit (mpu). The patient reported he did not disconnect any cables. The mpu green light was still on and there was no visible damage to the power cords or equipment. The patient switched to batteries and the alarms resolved. Log file analysis confirmed the events. The site connected the patient to the mpu and had the patient stand and move around and the alarms were recreated. The mpu was exchanged and there were no further alarms. No further information was reported.

Manufacturer narrative:
Section d10: additional information. Section h3: additional information. Section h4: additional information. Section h5: correction. Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms while connected to a mpu can be confirmed based on the information contained in the provided log file. The log file contained events recorded from (B)(6) 2019 to (B)(6) 2019. The log file contained some atypical power cable disconnect and low voltage hazard alarms when connected to a mpu. The last recorded entries revealed a transient power cable disconnect alarm when one power cable was connected to a power module and the other to 14v battery. During the evaluation of the returned mpu, performed by technical service, the alarms captured in the log file were not able to be reproduced. The mpu was operated for extended period of time with no active alarms. Visual inspection of the cable revealed some locations where it appeared the outer jacket of the cable had suffered damages, possibly due to crushing / pinching or even animal bites. The patient cable was replaced and a full functional test was performed. The mpu passed all test steps. The mpu was returned to the customer site. The patient cable was further evaluated, and the evaluation was not able to identify a specific wire damage that resulted in the reported event. No further information was provided. The manufacturer is closing the file on this event.